Event description:
It was reported that the lead safety switch of the pacemaker system alerted for right atrial (ra) and right ventricular (rv) pace impedance greater than 3,000 ohms on the same day. The rv lead was capped and replaced as pace impedance was previously greater than 2,000 ohms and there was loss of capture and asystole greater than two seconds. The rv lead was suspected to be fractured. The ra lead remains implanted and in service as the high impedance observation was isolated. The pacemaker was explanted and replaced as the high outputs required due to the lead issues had depleted the battery. No additional adverse patient effects were reported.